Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the locking rod isn't working. He states the unit will not adjust now.